Manufacturer narrative:
Insulin pump passed displacement test and self test. Unit was received with high sleep current and high active current. Unable to determine the root cause, problem isolated to pcb2. No unexpected low battery alarm noted during testing. Unit was received with scratched case.

Event description:
The customer reported via phone call that the insulin pump was not functioning correctly. The customer's blood glucose was 175 mg/dl. The customer declined troubleshoot for low battery alert the product was returned for analysis.